Event description:
It was initially reported that a patient experienced increased pain and spasticity. A dye study conducted on (B)(6)2010 revealed that there was a lead of contrast where the catheter entered the spinal canal at the lumbar 3 and lumbar 4 areas. A catheter revision was scheduled for (B)(6)2010. The patient had been receiving efficacious therapy with lioresal, concentration of 2,000 mcg/ml infusing at a daily rate of 283 mcg every day. Later on (B)(6)2010, it was further reported that the patient's catheter was replaced. A new spinal segment was spliced. The physician had found a small hole in the catheter that was replaced, by flushing saline through it. It was noted that the physician did not use fluro to check where the catheter tip was, but he did use very similar catheter lengths. The original baclofen was left in the pump, and the dose rate was turned down to 220 mcg/day. The patient was to follow up for rate adjustment. The patient's outcome was not reported. On (B)(6)2010, it was noted that the patient had been seen by the his managing clinicians since he was discharged from the catheter replacement surgery. The catheter will not be returned to the manufacturer as it was inadvertently discarded by the physician/hospital staff. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)